Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date, date implanted, PMA/510(k) number, and manufacture date.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty in 1997. A revision procedure has been indicated due to pain; however, no revision procedure has been reported to date.